Manufacturer narrative:
(B)(4). Batch # r5724f. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
Could not fire. During the lobectomy, could not fire, and the indicator shows lock symbol. Jaw could not open. Used scalpel and suture to cut and sew the wound and removed the device from the patient with closed jaw. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch number: r5724f. The ec45a device was received for analysis with no visual non-conformances and with an ecr45m cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.